Event description:
Procedure: hernia. According to the reporter: the surgeon placed the open skirted mesh intra abdominally through the open wound via use of a malleable. The surgeon then used the absorbatack (abstack20) to fixate the mesh to the fascia. He fired two tacks into the mesh. Upon checking for secure fixation, he noticed that the mesh was not attached to the fascia as he expected. He removed the mesh from the open wound and inspected the mesh. He observed two holes in the mesh where the two absorbable tacks pierced through. He discarded the mesh to the back table and asked for another piece. Another piece of pco1510os was opened and used with no issues.